Event description:
A customer reported that an unexpected negative reaction was obtained on galileo echo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Well images showed only the negative control to have a tight cell button. All other wells had a fuzzier button with very slight red cell adherence to the monolayer. Positive control appeared as expected with reaction strength 100. Reaction strengths for reported negatives were graded at 0. An immucor field service engineer cleaned camera mirror; calibrated camera focus and gain and calibrated residual volume. The instrument is operating within specifications.